Manufacturer narrative:
(B)(4). Batch # 334a17. Concomitant medical products: reload sr75 lot # 287a81. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that one staple was malformed when fired on the blue height selector position. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. No conclusion could be reached on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the doctor was using ntlc75 and sr75 to undergo hemicolectomy. After successfully firing the first sr75, he found that he could not fire the second sr75. Therefore, he decided to change another ntlc75 and sr75 to continue the procedure. There were no patient consequences.